Event description:
It was reported that during the left ventricular lead implant procedure, the stylet was stuck and could not be removed. The physician decided to cut the stylet and push it down the lead lumen. The lead was tested and acceptable measurements were noted. The lead remained implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
(B)(4).